Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was above 400 mg/dl and current blood glucose value was 121 mg/dl. Customer had flu like symptoms and was feel nauseated. Customer was assisted to perform high pressure test and it passed. Insulin pump will not be returned for analysis.